Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that there husband were hospitalized for high blood glucose and diabetic ketoacidosis on 1 sep, 2021. Blood glucose reading was above 600 mg/dl. The customer stated they had a symptoms like nausea, vomiting, confusion, tired, increased thirst for high blood glucose. Due to high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customer was treated with insulin pump, manual injection, insulin pump and intravenous insulin drip for high blood glucose. The insulin pump will not be returned for analysis.